Event description:
It was reported that it was difficult to inflate the balloon of the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The root cause for this failure could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher. No preventive maintenance to verify the correct functionality of the puncher knife. Lifetime for knife and replacement control. Incorrect positioning of the shaft into the punching machine. Manufacturing procedure does not address visual aids as support for production operators. Detection/control method is not enough for failure detection. The reported event is considered out of specification. The labeling review, risk assessment, and device history record (DHR) review, is addressed in the existing CAPA. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon of the foley catheter during pretest.